Manufacturer narrative:
Device identification and PMA/510k are unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Two samples were received in used conditions, without their original packaging and with their certificate of decontamination. Air cuff symmetry test was performed to the unit according to procedures. When sample 1 was inflated with air, cuff only inflated one side. When sample 2 was inflated, the pilot balloon inflated but all the air was stuck it. According to the instruction for use the cuff was manipulated, and it was inflated completely. After the whole cuff inflated, it was deflated and inflated 4 times, all the time the cuff inflated completely. Based on the test, the units are within specification. The complaint was not confirmed. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. No root cause could not be determinate since the samples successfully passed cuff symmetry test. No corrective actions were taken since the complaint was not confirmed.

Event description:
It was reported that the trach was tested and it inflated asymmetrically with part of the cuff being stuck to the tube. No patient injury was reported.